Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient can't use their stimulation for their upper back anymore. The device helped for a little bit but their back was more sensitive now and when they use the stimulation it hurt worse. They were planning on having the system explanted. No further complications reported. Additional information was reported that the caller mentioned that they removed the patient's thoracic peripheral ins on (B)(6) 2018 because it was causing the patient significant discomfort as it was implanted in the patient's abdomen and it was no longer providing him relief. The caller also mentioned having they also did a spine surgery on the patient in (B)(6). No further information was reported.